Manufacturer narrative:
This report is being supplemented to provide additional information regarding the reported event. Additional information received identified that per the customer, there was no injury to facility staff as a result of the broken castor. The castor has been replaced.

Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer to MDR# 9611174-2020-00027. The root cause of the reported event could not be determined as there was insufficient information. However, if additional information becomes available a new investigation activity will be raised and this report will be supplemented accordingly.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The cause of the reported event cannot be determined. If additional information becomes available at a later time, this report will be supplemented.

Event description:
It was reported the castor of the unit is broken. Although requested, additional information has not been provided.